Event description:
It was reported that this right atrial (ra) lead was explanted 15 months after implant for unknown product issue and new lead was implanted. No additional information was provided from the field after several attempts were made. As surgical intervention was required to resolve the issue, evidence suggested the malfunction occurred with the lead. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.